Event description:
It was reported that during a da vinci-assisted inguinal hernia bilateral surgical procedure, the customer informed the technical support engineer (tse) that they encountered repeated c-01 errors on the vio dv 2.0 integrated electrosurgical unit (erbe). The customer stated that the issue did not resolve so they brought in the force triad generator. The customer stated that after connecting the force triad generator the vision side cart did not detect energy. The tse confirmed that the customer was using the correct valley lab cable. The customer decided to bring in another vision side cart for the surgeon to continue with the procedure. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed but the reported failure (repeated c-01 errors) could not be reproduced. The unit energized and cauterized and all ports recognized instruments. C-00/m-31 errors were found in error log.